Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d274trk ICD, implanted: (B)(6) 2010. Product ID: 7000 st. Jude lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high impedance and a possible fracture. The lead was capped and was not replaced. No patient complications have been reported as a result of this event.